Event description:
It was reported, the rigid video scope's lens gave a discolored image when tested and the procedure was started. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope's lens gave a discolored image when tested and the procedure was started. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for inspection and olympus was able to confirm the customer failure and determined the following cause: the video cable was broken and therefore the image was green. In addition, the following reportable malfunctions were identified during the device evaluation: the lg-bundle of the insertion section was broken and therefore the light transmission was not given or too low. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the insertion section is broken and therefore the light transmission is not given or too low. A root cause could not be identified. Based on the results of the investigation, a cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope's lens gave a discolored image when tested and the procedure was started. The procedure was completed using a similar device. There were no reports of patient harm.